Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, dyspareunia and organ perforation. On (B)(6) 2011 the patient underwent cystolitholapaxy and partial removal due to mesh extrusion into bladder. It was reported that on (B)(6) 2012 cystolitholapaxy and removal of mesh were performed due to bladder stone and foreign body with mesh.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic pain, stress urinary incontinence, limited pelvic floor relaxation, and endometriosis. The patient underwent the concurrent procedures of operative laparoscopy, extensive lysis of adhesions, laparoscopic supracervical hysterectomy, and left salpingo-oophorectomy during mesh implantation.